Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the system laser module was broke down. The procedure was completed by using another console. Patient harm was not reported. Additional information has been requested. Requested additional information received indicating the scheduled procedure on day of procedure was phacoemulsification + vitrectomy and retinal detachment, there was no patient harm.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming cart switch was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to a nonconforming cart switch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).